Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with a prostar xl device using a 6f sheath, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The prostar device was deployed and the sutures were retrieved. Reportedly, a 0.035 guide wire would not re-insert into the guide wire exit port. A 0.032 guidewire and a 0.025 guide wire were used with the same results. A cordis shinobi 0.014 guide wire was difficult to advance, bent on itself and was difficult to remove from the introducer sheath; it seemed like there was a false lumen in the prostar xl. Ultimately the shinobi guide wire was inserted. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved using the prostar xl sutures. There was a 10 minute delay in procedure due to the guide wire insertion difficulties. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: correction: it was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Indication for use: this code is used to address the use of the prostar xl with a 6f sheath. Per the instructions for use: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device was returned for analysis. The reported difficult to insert guide wire was not confirmed. During analysis a proxy 0.036 guidewire was successfully inserted through the sheath of the returned prostar device without difficulty. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to insert guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f, 18f; heparin; guide wires: 0.035, 0.032, 0.025, cordis shinobi 0/014. The device is retained by the hospital/customer and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.